Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display froze. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The programmer passed incoming test and inspection. As a preventative measure, the software was reloaded, and hard drive was reconfigured. The programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.